Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issues. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr) grade 4. An ntw mitraclip was successfully implanted. Another ntw mitraclip was advancing when the mitraclip became stuck on the anterior leaflet and both grippers were unable to actuate. Standard troubleshooting was performed, releasing the mitraclip. Following, both grippers were mobile and functioning as intended; however, it was decided to not implant this clip. The device was removed without issue. Another ntw mitraclip was successfully implanted following, reducing the mr to grade there was no adverse patient sequela and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The returned device analysis confirmed the reported difficult to open or close for gripper actuation issue (one gripper failed to lower) and observed one gripper cover to be pinched by the harness (irregular appearance). The reported difficult or delayed positioning with anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported inability to lower a single gripper appears to be due to the harness pinching the gripper cover. A cause for the harness pinching the gripper cover cannot be determined. A cause for the reported difficult or delayed positioning could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.